Event description:
During this third embolization treatment for a brain avm, and while approaching the nidus of the avm with the catheter the catheter tip detached. The feeder vessel of the middle cerebral artery was perforated. The catheter was withdrawn. Angiography revealed contrast in the subarachnoid space. CT revealed a subarachnoid hemorrhage with was aphasic, the condition improved shortly after the procedure.